Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 86 mg/dl. Device passed the displacement test. Device was able to rewind. Customer mentioned the device alarmed off no power alarm without alarming a low battery alert prior. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.